Event description:
The customer reported that when the system is in automatical fluoro mode, the images in some cases like port implantation, shoulder and knee, are likely overexposed. The low density part, the range of contrast, goes into saturation and the lower contrast is lost, if they go to manual adjustments and lower the kv, they see the low density part but loose the high one and the image gets dark and less contrast.

Manufacturer narrative:
(B) (4). The ge service rep instructed the customer to try to manually change the technique settings to improve the image quality.